Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: 1354, FDA patient problem code: 2199.

Event description:
It was reported that syringe 20ml ll 120/pkg leaked on 8 occasions. The following information was provided by the initial reporter: I received the following complaint from the pharmacy: in batch 2005260 of bd 20 ml syringes (individually packed) we can see leakage in the plunger. The liquid passes through the first part and ends up in the plunger between the 2 layers. We saw this today with 7 syringes; with an additional 1 syringe we saw leakage from the syringe through the plunger.

Manufacturer narrative:
H.6. Investigation: one used sample and one photo was received for evaluation by our quality engineer. Through visual inspection of the sample, a leakage past the stopper ribs was observed. The product was disassembled for further inspection, there was no damage or molding defects noted in the plunger rod or other components that could have caused the leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the reported lot 2005260, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2005260 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Product undergoes visual and functional inspections throughout manufacturing, including tightness testing to verify the stopper seal. Results were reviewed for the reported lot and no issues were identified. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that syringe 20ml ll 120/pkg leaked on 8 occasions. The following information was provided by the initial reporter: I received the following complaint from the pharmacy: in batch 2005260 of bd 20 ml syringes (individually packed) we can see leakage in the plunger. The liquid passes through the first part and ends up in the plunger between the 2 layers. We saw this today with 7 syringes; with an additional 1 syringe we saw leakage from the syringe through the plunger.